Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported patient was injected in the t1 area with juvederm vista voluma xc. Hcp stated afterwards there was a change in color, pain in the temporal region, and suspected embolism. Starting the same day, the hcp performed a dissolution treatment with hyaluronidase for three days and prescribed steroids. After an unknown amount of time the patient experienced hair loss of the side of their head. The symptoms have resolved.